Event description:
This literature report from (B)(6) concerns a (B)(6)-year-old female patient. She was injected with hyaluronic acid, into both nasolabial folds, 4 years prior. As reported, she received 4 sessions of hyaluronic acid, into both nasolabial folds. The patient had a pencil-tip injury as an elementary school student (50 years prior). As reported, 1 year after of the hyaluronic acid injection, the patient experienced an asymptomatic subcutaneous nodule on the left cheek. The lesion started to enlarge gradually. Physical examination revealed a well-defined 1.0 cm × 0.5 cm-sized skin-coloured to bluish subcutaneous nodule on the left nasolabial fold. As a granulomatous reaction after hyaluronic acid filler injection was suspected, a punch biopsy was performed. The biopsy contained a piece of hard foreign material resembling pencil lead, approximately 0.8-cm long, with black pigmented subcutaneous tissues. Histopathologic findings showed granulomatous inflammations with fibrosis, which was composed of histiocytes, foreign body giant cells, and dispersed black pigment throughout the dermis. The alcian blue stain for the detection of hyaluronic acid was negative. As reported, the lesion presented after the hyaluronic acid filler injections, which suggested that not only repeated injection procedures, but also filler materials may trigger the graphite breakdown and accelerate the granuloma formation. The patient was diagnosed with pencil-core granuloma and the residual tissue was excised. There was no evidence of recurrences and complications for 2 years. Due to the provided information, the outcome of the event was considered as resolved. In the opinion of the author, pencil-core granuloma (graphite granuloma) was a delayed foreign body reaction to retained fragments of pencil lead. Although pencil lead was generally known to be biologically inert for a long time, individual components such as graphite, clay, and various waxes had the possibility to induce a tissue reaction. The mechanism for the formation of pencil-core granuloma remained unclear. However, it was thought that the dispersal of graphite particles, which was caused by repeated mechanical stimuli, resulted in an accumulation of macrophages; these accumulated macrophages released various cytokines and growth factors that induced tissue reactions. The time lag from pencil-tip injury to granuloma formation ranged from 1.5 to 58 years. This long lag period suggested that a long time was often required for the breakdown of graphite to a critical size, dispersal of particles to the interstitium, and granuloma formation. The authors believed that less frequent mechanical stimulation on the face compared to that on extremities was the reason for delayed facial occurrence.

Manufacturer narrative:
(B)(4). Oh, y., kim, d., seo, b., suh, h., choi, y. (2021). A case of pencil-core granuloma after hyaluronic acid filler injection. Annals of dermatology, 589-590. Doi: https://doi.org/10.5021/ad.2021.33.6.589.